Manufacturer narrative:
The drill was received by the manufacturer, however, the leaking condition could not be replicated. Upon evaluation, an overheating condition was found. Internal components were evaluated and corrosion was discovered within the motor assembly, bearings and rotor assembly. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The motor assembly, bearings and rotor assembly were replaced, and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during a surgical procedure, the drill began leaking water. No additional medical treatment was administered to the pt, as a result of this event. The procedure was completed successfully, without a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.